Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery. Offered to troubleshoot, customer declined and stated it was past event and the no delivery was resolved by set change. Customer's blood glucose was 117 mg/dl. Customer does not want to return the set and reservoir for analysis. Advised the customer to report back once issue persists.